Event description:
"Patient presented with headaches and vomiting. CT scan showed increase in ventricular size. Patient taken to the o.r. And found to have no flow through the valve. Pt had no sequela. Valve removed in 2001."